Event description:
It was reported that the physician requested review of device data to confirm device operation of this implantable cardioverter defibrillator (ICD). Upon review, it was found that the patient's self-conducted ventricular rhythm accelerated from the vt zone to the vf zone after anti-tachycardia pacing (atp) therapy was applied which was demonstrated by a change in morphology on the presenting electrogram (egm). The device then delivered one 41 joule shock which successfully converted the rhythm. Technical services (ts) determined that the device was operating as programmed. No additional adverse patient effects were reported. This device system remains in service.